Manufacturer narrative:
At this time, the product remains capped and implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had observations of noise that was oversensed with pacing inhibition (no asystole). The noise was able to be recreated with isometrics. The lead was surgically capped and replaced. No additional adverse patient effects were reported.